Manufacturer narrative:
Upon visual inspection, it was found that the thread portion of this screw had fractured and the hex portion is badly damaged (stripped). No lot or order number was provided. The review of the complaint history on this product did not provide any indication of a manufacturing deviation that would cause this condition. As part of biomet¿s compliance master plan, recent audit of complaint data, and enhancements made to biomet 3i¿s reporting policies, this event was identified as one requiring retrospective reporting.

Event description:
The dentist reported that the screw of this abutment fractured.